Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 529mg/dl. The customer changed set, ate and blood glucose elevated to over 300mg/dl. The customer treated and an hour later their blood glucose was 400mg/dl, treated with bolus and blood glucose was 529mg/dl, then corrected manually. Customer replaced set and now his current blood glucose was 142mg/dl-147mg/dl. Customer declined high blood glucose troubleshooting.